Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for underfill with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA (B)(4) and potential causes have been identified. As a result, corrective actions have been established and implemented.

Event description:
It was reported that an unspecified number of bd vacutainer® sst¿ blood collection tubes experienced underfill or low draw of a tube with blood during use. The following information was provided by the initial reporter: during use this batch, the customer found many tubes have low and no draw issue.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd vacutainer® sst¿ blood collection tubes experienced underfill or low draw of a tube with blood during use. The following information was provided by the initial reporter: during use this batch, the customer found many tubes have low and no draw issue.